Manufacturer narrative:
The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation was provided as "dealer."

Event description:
There was an allegation of discrepant inr results for 1 patient tested with coaguchek inrange with serial number (B)(4) compared to the doctor's coaguchek xs plus with unknown serial number and an unknown laboratory method. The result from the doctor's coaguchek xs plus meter and the unknown laboratory method was was 3.12 inr. The result from the coaguchek inrange after 7 minutes was 4.1 inr. The therapeutic range is 2.0 to 3.0 inr.